Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-aug-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The pump powered up with the returned battery cap. The battery cap fully tightened to the pump and measured within specifications. No battery compartment cracks or moisture in the battery compartment was found. The pump was run for 24 hours with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination inside the pump on the power printed circuit board, transceiver, and continuous glucose monitoring board. The alleged no power issue was not duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.